Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-24347. The patient was implanted with four leads from the same lot number for pns (off-label) therapy. It was reported the patient's entire scs system was explanted. Per the patient's physician the system did not provide the pain relief the patient expected.

Manufacturer narrative:
Eval: results- the complaint for "ineffective stimulation" was not confirmed. As received, two of the leads were returned incomplete, the leads were cut as a result of the explant procedure. Both terminal lead segments were inspected under the microscope and no broken wires were observed. The terminal end segments passed continuity testing. The two complete leads were tested and passed all functional and continuity testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.